Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Restenosis/occlusion, as listed in the device risk assessment and instructions for use is a known adverse event associated with coronary stenting, and is considered to be foreseeable and clinically acceptable in view of patient benefit. Review of the device manufacturing records showed that the lot met all manufacturing criteria. This known patient effect is not necessarily an indication of a product quality issue. However, in this case a conclusive root cause cannot be determined.

Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: restenosis. Device issue: none. It was reported that in 2006, a 2.25 x 18 mm pixel stent was implanted in the lcx. The patient had a follow-up visit in 2007. In-stent restenosis was observed again in the pixel stent. The patient was not experiencing any symptoms; therefore, pci was not performed. No additional event or patient information is available.